Manufacturer narrative:
On 02-dec-2019, mentor became aware that the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade 3 or 4. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast reconstruction primary with a 550cc textured mentor siltex contour profile spectrum saline breast implant and experienced postoperative bilateral capsular contracture, baker grade 3 or 4, confirmed by a physician. Patient reported that she¿s a cancer survivor and she experienced tightness and hardness on both breasts, and both implants never dropped. As a result, the patient underwent explantation without replacement on (B)(6) 2019. This medwatch report is for the right-sided implant.